Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a complaint against the pre-loaded intraocular lens (iol) unit. There was no patient contact with the product. Through follow up we learned that the lens was stiff when advancing and it was observed, when examined under the microscope, that the lens was damaged. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 3/9/2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod in the advanced and locked position. The lens could be observed to be overridden by the plunger rod in the lower body. The handpiece was disassembled and the assembly was inspected. No issues that could contribute to or cause the complaint could be identified. The plunger rod could be observed to be bent, in a way consistent with a handpiece that was overriding the lens. Viscoelastic residue could also be observed inside of the lower body assembly and on the lens. The lens was removed from the lower body and cleaned, revealing a damaged haptic as well as lens damaged, consistent with a lens that was overridden by the plunger rod. The product photographs were evaluated. The photographs displayed a pcb00 preloaded device and lens. The photographs show the lens stuck inside the lens module and overridden by the plunger rod, which could be attributed to improper preparation of the device, causing the lens to adhere to the lens module. The lens was removed from the lens module and was observed to have damage consistent with excessive force being used while trying to advance the lens that was adhered to the lens module, damaging the lens with the plunger rod in the process. Based off manufacturing inspection protocols, which include a visual inspection and optical measurement of the lens immediately prior to the lens being placed in the device, it is unlikely that this damage occurred during manufacturing. The root cause of the complaint cannot be determined from only inspecting the device. A video of the preparation or personal viewing a replication of the complaint event would be required to determine a root cause. The complaint issue of device advancement issue and lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of rod stiff was not confirmed. The remaining observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.